Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of more then 400 mg/dl. Customer current blood glucose was 170 mg/dl. Customer reported symptoms of nausea and had kidney failure. Customer was treated with insulin pump and manual injection and with insulin drip for high blood glucose event. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode smart guard feature active at time of high blood glucose event. The device will not be returned for analysis.